Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen was found to not respond when pressed. This was due to the touchscreen being out of calibration. This device has been identified as a part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device touchscreen did not respond when pressed. There were no reports of patient involvement, any adverse patient events, or delays in critical therapies while the device was in clinical use. No additional information was provided.